Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of the image did not appear was not confirmed. In addition, the lens was shifted from the center and the control unit was scratched. There was no review of the device history record or repair record due to serial number being unknown. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of no image couldn¿t be determined. Olympus will continue to monitor field performance for this device. Additional information has been requested regarding this event. A supplemental report will be submitted if additional information becomes available.

Event description:
The customer reported to olympus, the video adapter image did not appear. There was no report of user or patient harm associated with this event.